Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. She was implanted the day before reported event date, and that day she had no accidents. She went to see a family member get an ultrasound the day of report event. On reported event date, she had not felt the flutter of stimulation and had two little accidents. The patient increased stimulation from 0.4 to 0.5 volts. She could feel stimulation again at that point. At the end of the call, the patient said that she couldn't feel stimulation again. The patient mentioned that she couldn't get her instructional dvd to work in her dvr today. She was a little sore from the procedure yesterday. The patient reports programmer training was ineffective because patient was still under the effects of anesthesia. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0nwka, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).